Event description:
It was reported that the device was not pumping during set up. There was no patient involvement.

Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) was reviewed. Visual and functional tests were performed on the returned device. No faults could be found with the pump, as it passed functional and accuracy testing. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.